Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 08-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal"), haemorrhage ("hemorrhage"), anosmia ("loss of sense of smell") and cholecystectomy ("vesicle removal") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), headache ("headaches"), asthma ("asthma worsening"), bronchitis ("bronchitis"), rhinitis ("rhinitis"), hypersensitivity ("allergy") with urticaria, haemorrhage (seriousness criterion medically significant), dyspnoea ("breathlessness"), arthralgia ("joint pain"), tendonitis ("tendonitis"), nasal polyps ("nasal sinus polyposis"), anosmia (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), fatigue ("extreme fatigue") and feeling abnormal ("she felt like her body turn from (B)(6) to 80-year-old"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown and the headache, asthma, bronchitis, rhinitis, hypersensitivity, haemorrhage, dyspnoea, arthralgia, tendonitis, nasal polyps, anosmia, cholecystectomy, fatigue and feeling abnormal was resolving. The reporter provided no causality assessment for anosmia, arthralgia, asthma, bronchitis, cholecystectomy, dyspnoea, fatigue, feeling abnormal, haemorrhage, headache, hypersensitivity, medical device removal, nasal polyps, rhinitis and tendonitis with essure (ess205). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-mar-2018 for the following meddra preferred term: medical device removal ¿ analysis in the global safety database revealed 798 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.